Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 53.3 cm abdominal aortic aneurysm. It was reported that, during the index procedure, a final angiogram showed a distal type I endoleak and a type IV endoleak on the limb extension. A bare metal stent was implanted within the stent graft for additional expanding force and the type ib appeared to resolve; however the type IV remained. The physician stated that the cause of the type IV was device related. It was noted that the no additional treatment would be performed. No additional clinical sequelae were reported and the patient is being monitored by their physician.